Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. The subject device was not returned; therefore, physical as well as a functional evaluation could not be performed. Information available indicated that the device was confirmed to be in good condition prior to use. Based on the information currently available the exact cause for the reported issue cannot be determined.

Event description:
It was reported that during the procedure, the coil (subject device) was repositioned several times and prematurely detached inside the microcatheter. The coil and microcatheter were retrieved together as one unit without any clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed of at the hospital.

Event description:
It was reported that during the procedure, the coil (subject device) was repositioned several times and prematurely detached inside the microcatheter. The coil and microcatheter were retrieved together as one unit without any clinical consequences to the patient.